Manufacturer narrative:
One opened and used sensor was inspected and the needle was found bent inside of the sensor base. It could not be confirmed if the customer received the sensor in this condition as it was returned opened and used.

Event description:
It was reported that the customer needed assistance with the sensor. Customer has had high blood glucose levels over 500 mg/dl. Customer first had the issue on (B)(6) 2014. Customer has not been feeling good. Customer stated that her doctor wants her to use a dual bolus for dinner. Customer has not been setting it and is stressed by the holidays. Customer declined troubleshooting because she stated that she knows that the pump is working properly. Customer was walked through the sensor change. Sensor insertion was successfully. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.